Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger came apart and the device failed cannulation. It was also noted that the wire insulation on the electronic control unit wires was damaged, the electric motor had a strong vibration and the o-rings and bearings were worn and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip nailing surgery, it was observed that the button on the battery reamer/drill device rotated and the metal piece behind the button was sticking out. It was reported that there was a ten minute delay in order to obtain a spare device and the surgery was able to be successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.